Event description:
Information received by medtronic indicated that insulin pump was exposed to moisture. Customer stated there was fluid under the liquid display. Customer stated that there was no crack on the insulin pump. No harm requiring medical intervention was reported. The device was returned for analysis.

Manufacturer narrative:
(B)(4). Software unknown. Retainer = black. Customer returned pump for an alleged moisture damage found on 21-jul-2022. Pump was received with a blank display. Unable to perform the displacement test, sleep current measurement test, active current measurement test, self test due to blank display. Pump was cut open to perform visual inspection and found moisture damage on the electronic assembly, force sensor. Swapping out test boards confirms blank display is due to moisture damage on electronic assembly. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: unit had scratched case, cracked keypad overlay. Blank display due to moisture damage on electronic assembly confirmed.